Manufacturer narrative:
Patient identifier, age or date of birth, weight, race:unk. Date of event: unk. Product code: unk; implant date, explant date:unk. Device manufacture date:unk. (B)(4). Claim# (B)(4).

Event description:
An article published in (B)(6) was received on 20-oct-2021, entitled 'laser catarct surgery on an eye with a phakic iol.' The article describes two case examples of (B)(6) women who had previously been implanted with visian icls in the left (os) eye. Both developed 2+ to 3+ anterior subcapsular haze, one also with 2+ to 3+ nuclear sclerosis and both subsequently underwent icl explant and cataract surgery.